Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was backing up into the tubing during use of a novum iq large volume pump; the pump indicated it was running. This was observed during pump use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During functional testing, the reported problem "blood backing up into tubing even when it says it is running" was not reproduced. Evaluation performed flow rate accuracy per installation and maintenance manual, and the flow accuracy test has a passing result. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.